Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the loss of image occurred due to a cable failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The biomedical engineer was transferred to olympus¿s technical assistance center for guidance. The composite video cable was swapped out and this action resolved the issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the (cv-180) evis exera ii video system center displayed no video while using video output from the cv-180. The event occurred prior to an exam. There was no report of patient harm associated with this event.